Manufacturer narrative:
The insulin pump received with operating currents within specification. The insulin pump passed the self test, prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to loose/flush motor support disk. The insulin pump was received with missing end cap sticker. The insulin pump was received with scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error several times. The blood glucose reading was 356mg/dl. Troubleshooting was performed, and the drive support cap was flush. No further information was provided.